Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon stated that his patient was hearing squeaky noise coming from her hip. After an x-ray was taken he noticed that the head ball was malposition. Patient was revised with dual mobility. Chart notes and x-rays to follow. It was also indicated that there was malposition of the cup. Doi: (B)(6) 2019, dor: (B)(6) 2021 (unknown side).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. X-ray evidence and physical examination of the device confirmed the allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon stated that his patient was hearing squeaky noise coming from her hip. After an x-ray was taken he noticed that the head ball was malposition. Patient was revised with dual mobility. Chart notes and x-rays to follow. It was also indicated that there was malposition of the cup. Doi: (B)(6) 2019, dor: (B)(6) 2021 (unknown side).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.

Event description:
Medical records were received indicating that the primary right hip replacement occurred in (B)(6) 2009. Primary operation notes were not provided within this set of medical records. Revision operative notes (B)(6) 2019 indicate the patient received a right total hip revision due to pain, swelling, hip noise and difficulty ambulating. Upon entering the joint, some metallosis was encountered. The liner was noted to be worn and fractured. The femoral head had some blackened areas ¿ the cup was noted to be intact. The liner and head were revised. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2021 indicate the patient received a right total hip revision due to pain, swelling, hip noise and difficulty ambulating. Upon entering the joint, black fluid, metallosis and debris was encountered. The liner was noted to be worn, fractured, and disassociated from the cup. The liner and head were revised. The surgery was completed without indication of complication by the surgeon. (Related to this complaint (B)(4)) office notes (B)(6) 2021 indicate she is still having pain, difficulty ambulating, swelling and right foot weakness and numbness post revision ¿ likely due to a mild nerve injury at revision. Physical therapy and oral pain medication provided as treatment.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, h6 health effect - clinical code & medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10 concomitant.

Event description:
Mrr findings, aei note a-10291640 under (B)(4). On (B)(6) 2022, the patient had a revision right total hip to address fractured, dislocated, deformed polyethylene liner, metallosis in surrounding tissue. Head and liner were revised.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, ¿it was reported that the surgeon stated that his patient was hearing squeaky noise coming from her hip. After an x-ray was taken he noticed that the head ball was malposition. Patient was revised with dual mobility. Chart notes and x-rays to follow. It was also indicated that there was malposition of the cup. Doi: (B)(6) 2019. Dor: (B)(6) 2021. Nknown side)". The product and photos ((B)(4) ms ad 07 jan 2022) were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the altrx +4 neut 32idx48od could confirmed a disassociation event since it was found that device presented considerable signs of wear and deformation on the edge. Additionally, the liner has three (3) anti-rotation device (ard) tabs sheared off. Furthermore, disassociation could be confirmed due to an observed transfer of the titanium cup material onto the surface of the ceramic head. This is a result of the femoral head having articulating against the inner surface of the cup post disassociation of the liner. This evidence of material transfer is expected in cases of disassociation and does not indicate any error or device defect regarding the femoral head. However, based on the available information no signs a dislocation between the femoral head and liner were observed. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [122132448 / j44z33] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the liner would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [122132448 / j44z33] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.